Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383329 and lot number 0225806. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
- Has there been any impact on the patient (serious injury, medical intervention, necessary change of treatment)? No. - did the malfunction cause a needlestick injury to healthcare personnel or the patient? No. - have healthcare personnel been exposed to blood or body fluids? - have there been any problems with the safety device (retraction failed, protection. Failed, safety device failed to cover needle properly)? Indicate if the device malfunctioned before or during use). Here is the ide's description of the incident: ¿during the insertion of a subcutaneous infusion, the safety system on the canula failed. The canula therefore remained ¿visible¿ and unsecured until it was placed in the dasri box¿. Further investigation revealed that the 2nd safety system had failed. - have other measures been taken? Verification of the batch: in use for several months with no other malfunctions reported. - please confirm if samples are available for investigation: no if yes, please specify if samples are : - unused (before use). - used (during or after use). Important: if used, please confirm whether the samples have been used or are contaminated with blood or cytotoxic drugs. - please also provide us with the full collection address, contact name and number, department name, floor number and any additional details such as (collection from reception, goods in yard, etc.) And we will schedule a sample collection request for you using tnt carrier. - if it is not possible to return the physical sample or if it is not available, can you provide photographs of the product concerned, representative of the defect reported? We have nothing but the packaging.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima y adp bl 22ga x 0.75in needle shielding failed. Kesava raj m: 20-may-2024. Follow-up 1st attempt comments (rec): "has there been any impact on the patient (serious injury, medical intervention, necessary change of treatment)? No. Did the malfunction cause a needlestick injury to healthcare personnel or the patient? No. Have there been any problems with the safety device (retraction failed, protection failed, safety device failed to cover needle properly)? Indicate if the device malfunctioned before or during use). Here is the ide's description of the incident: ¿during the insertion of a subcutaneous infusion, the safety system on the canula failed. The canula therefore remained ¿visible¿ and unsecured until it was placed in the dasri box¿. Further investigation revealed that the 2nd safety system had failed. Have other measures been taken? Verification of the batch: in use for several months with no other malfunctions reported. Please confirm if samples are available for investigation: no. If it is not possible to return the physical sample or if it is not available, can you provide photographs of the product concerned, representative of the defect reported? We have nothing but the packaging" when the subcutaneous infusion was set up, the 2nd stage did not work. When setting up the subcutaneous infusion, the 2nd step did not work. When did the incident occur? During use.